Manufacturer narrative:
Article citation: "swelling of the breast after cosmetic augmentation," the netherlands journal of medicine (2018 september) vol. 76, no. 7, pp. 346. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to follow up with the author, therefore additional event, product, or patient details are not attainable at this time.

Event description:
Journal article "swelling of the breast after cosmetic augmentation" reported patient experienced "swelling of the breast" and received diagnosis of lymphoma-alcl. Device has been explanted. Side unknown. Manufacturer of the device is unknown.